Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-mar-2022, UDI #: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had never had success with the therapy and stated that it helped them maybe by 20%. They noted that the therapy helped with the urgency but not with their frequency. This had occurred since implant. The patient reported that if they tried to increase too much, it starts to hurt but this was where it needed to be to be helpful (started between (B)(6) and (B)(6) 2018). They had met with the manufacturer¿s representative and had gong through many programs. The patient ended up having an x-ray done and it appeared the lead was not close enough to the nerve. They were now scheduled for a lead revision on (B)(6) 2019. There were no further complications reported or anticipated.